Event description:
It was reported pt said they "feel like truck hit me." Pt had tenderness in stomach area around pump, reported stomach looked bloated and neck was sore. This occurred following an MRI on (B)(6) 2010. Pt reported MRI was of spine from where catheter goes in to tip. Pt was in the MRI for 1 hr 45 mins and was under anesthetic. The pt went to have their pump checked on (B)(6) 2010 but the doctor was not in. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).